Manufacturer narrative:
B5 - corrected to: "the reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.0 diopter, was implanted into the patient's left eye (os) on (B)(4) 2022. On (B)(4) 2023, the lens was removed and replaced for a longer length lens due to low vault with rotation, glare/haloes, and blurred vision. The problem was resolved. The cause reported as other. Reportedly, "the icl was too small."" In the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.0 diopter, was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was removed and replaced for a longer length lens due to low vault without rotation, glare/haloes, and blurred vision. The problem was resolved. The cause reported as other. Reportedly, "the icl was too small".